Event description:
Boston scientific received info that during the implant procedure and mapping of this left ventricular lead, the physician went to move the lead to a different location and the lead became caught on the pericardium. This caused a tear and required the physician to open the pt's chest in order to finish the case. It was reported that the pt did well after the procedure. No other adverse pt effects were reported.